Manufacturer narrative:
(B)(4). The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the celiac artery using ruby coils. During the procedure, the physician successfully deployed and detached a pod6 using a non-penumbra microcatheter. The physician then felt resistance retracting to reposition a ruby coil, and the ruby coil became stretched and unintentionally detached while partially advanced out of the microcatheter. The physician therefore cut the hub of the microcatheter and used a snare device to remove the ruby coil. The procedure was completed using a penumbra smart coil (smart coil) and a px slim delivery microcatheter (px slim). There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2017-01884.